Manufacturer narrative:
Device manufacture date : march 9, 2018 - march 12, 2018. The device was received for evaluation. There was approximately 2ml of fluid inside the bag that contained the unit. The cause of the fluid was due to an untightened luer cap. After the luer cap was tightened, a functional flow rate test was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked. This occurred before use. The device had been filled with 80ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.